Manufacturer narrative:
(B)(4). The occurrence date and therapy date were unknown, but were reported to be sometime in (B)(6) 2014. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between 07/14/2014-07/18/2014. The minicap was returned, and a device analysis was completed. Visual inspection verified the reported crack. The crack was located at the top of the knit line of the minicap. Underwater pressure testing was performed, and a leak was noted at the site of the obserived crack. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported crack was verified during sample analysis; however, a cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): a CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) noticed there was a crack on his mini cap. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.